Event description:
It was reported to nova biomedical that a consumer received a result of 384 mg/dl on their blood glucose meter. Two hours later, on the advice of her physician the consumer went to the hospital. While in the emergency room, her blood glucose reading on the hospital's unknown brand meter was 91 mg/dl and the concurrent test on the consumer's meter was 370 mg/dl. No medical intervention was required. The consumer alleges having control tested her strips when they were opened and the test strips control solution fell into range. The difference in the readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.